Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, total knee arthroplasty revision was performed approximately 6 years post 1st revision due to the onset of tibial pain following a recent fall. The product complaint form documented that the femur was well-fixed but the ¿tibial component was loose¿ and was therefore revised; however, the requested clinical documentation is not available. Without the requested clinical documentation, clinical factors cannot be concluded to have contributed to this event; however, reportedly the fall was the precipitating event. The patient impact beyond the tibial pain and loosening following the fall with subsequent revision cannot be determined, although a brief post-operative rehab phase would be anticipated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed looseness of components as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka revision surgery was performed, in which legion revision components were implanted, the patient fell over and experienced pain in the tibia. This adverse event was treated by a revision surgery on (B)(6) 2023, in which the tibial implant was exchanged due to loosening. Patient's current health status is unknown.